Event description:
Pt had put her hand through the bedrail to reach the controls, wanting to lower the bedrail so she could get up to go to the bsc. When she pushed the control to lower the bedrail, her hand was still through the bedrail. No injury although pt did scream when it happened. Pt re-educated by nursing supervisor to use her call light and wait for assistance.